Event description:
The customer had a leakage from the reservoir. The reservoir appeared to have a crack on the side. Wife stated that there were several reservoirs from the same lot number with the same problem.